Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the consumer. It was reported that the circumstances that led to the leads becoming loose are unknown. The patient did not fall. The patient does not know of any changes that may have led to the leads becoming loose. No steps were taken to resolve the pain underneath the device battery and issue of the leads becoming loose. The patient indicated that "the doctor will not touch it". The patient indicated pain has not resolved, the patient is controlling pain with pain medication. Patient indicated they were reprogrammed by manufacturing rep but did not help pain. No further patient symptoms or complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a patient. It was reported that they were having problems, as they were experiencing pain underneath their implantable neurostimulator (ins) battery since (B)(6) 2017. The patient stated that the pain would hit them in the morning when they got up or after they had been laying down for some time. The patient mentioned that they would take an oral pain pill, percocet, for the issue and had been to the hospital six times for help with their pain. The patient thought that when laying down, they would get relaxed and the leads would get underneath the ins battery, which might have been causing the pain. An x-ray of both the ins and leads was performed on (B)(6) 2017. It was found that two of the wires were ¿loose.¿ the patient stated that their healthcare provider (hcp) didn¿t want to correct the leads, so they had the ins reprogrammed instead. No falls or traumas were reported that could be related to the issue. The patient stated that they had an appointment with their hcp again on (B)(6) 2017. No further complications were reported or anticipated. Indication for use is spinal pain.